Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk.

Event description:
It was reported that the customer had issues during prime/rewind. The blood glucose reading was 156mg/dl. The caller stated that insulin pump was stuck on the prime loop. Advised the father that the insulin pump would be replaced and revert to back up plan. No further information was provided.